Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 30-aug-2017. The most recent information was received on 01-feb-2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain on right side / systematized pain especially in right iliac fossa") in a 49-year-old female patient who had essure (batch no. B44006) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic gastritis and fatty liver in 2014. The patient had no significant concomitant conditions, medical or gynecological. Concurrent conditions included obesity. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), asthenia ("asthenia"), fatigue ("fatigue"), musculoskeletal pain ("several joint and muscle pain"), ear disorder ("ent disorder / chronic ent disorder associated to headaches"), pharyngeal disorder ("ent disorder / chronic ent disorder associated to headaches"), nasal obstruction ("nasal disorder/ blocked nose"), gastrointestinal pain ("violent intestinal pain"), toothache ("tooth pain"), acne ("pimples") and hepatic pain ("liver pain"). The patient was treated with surgery (bilateral salpingectomy with bilateral uterine horn ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, headache, asthenia, fatigue, musculoskeletal pain, ear disorder, pharyngeal disorder, nasal obstruction, gastrointestinal pain, toothache, acne and hepatic pain had resolved. The reporter considered acne, asthenia, ear disorder, fatigue, gastrointestinal pain, headache, hepatic pain, musculoskeletal pain, nasal obstruction, pelvic pain, pharyngeal disorder and toothache to be related to essure. The reporter commented: removal was performed at the patient's request; primary reason for removal was due to adverse events: ent pain, headaches, asthenia, iliac fossa pain, and arthralgia. Follow-up 6 months (or more) after essure removal showed complete resolution of events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 1-feb-2019: device removal questionnaire was received from pharmacist: medical history updated; onset date and outcome of events was provided (complete resolution). Essure was removed at patient's request. The reporter considered that essure had caused or contributed to the occurrence of the events. We received a lot number in this case. A technical investigation was conducted, including a batch review and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 30-aug-2017. The most recent information was received on 16-jan-2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain on right side / systematized pain especially in right iliac fossa") in a (B)(6) female patient who had essure (batch no. B44006) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, the patient experienced respiratory disorder ("ent disorder / chronic ent disorder associated to headaches"), headache ("headaches"), the first episode of arthralgia ("several arthralgia"), myalgia ("several myalgia") and asthenia ("asthenia"), 4 years 10 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), nasal obstruction ("blocked nose"), the second episode of arthralgia ("joint pain episodes"), gastrointestinal pain ("violent intestinal pain"), toothache ("tooth pain"), acne ("pimples") and hepatic pain ("liver pain"). The patient was treated with surgery (bilateral salpingectomy with bilateral uterine horn ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fatigue, respiratory disorder, nasal obstruction, the last episode of arthralgia, gastrointestinal pain, toothache, acne, hepatic pain, headache, myalgia and asthenia outcome was unknown. The reporter provided no causality assessment for acne, asthenia, fatigue, gastrointestinal pain, headache, hepatic pain, myalgia, nasal obstruction, pelvic pain, respiratory disorder, toothache, the first episode of arthralgia and the second episode of arthralgia with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 18-jan-2019 for the following meddra preferred term: pelvic pain: the analysis in the global safety database revealed 13.042 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 16-jan-2019: follow-up from pharmacist (new reporter). New events added: headaches, several arthralgia, several myalgia, asthenia. Events "ent disorder" to "ent disorder / chronic ent disorder associated to headaches" and "pain on right side" to "pain on right side / systematized pain especially in right iliac fossa" were updated. Onset date: (B)(6) 2017. Bilateral salpingectomy with bilateral uterine horn ablation (action taken, essure removal). We received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.